Event description:
Pt was tested on suspect device, prothrombin time >8.0 inr. Retested on same suspect device, inr >8.0. Lab sample taken and lab result 4.17 inr. No treatment given based off of suspect meter device. No info regarding controls.